Event description:
Additional information received indicated that recommended programming changes were made, and the oversensing was resolved. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed through a remote transmission. Programming changes and further testing were recommended. The patient was stable.